Manufacturer narrative:
Updated block. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the actual issue was that the roller pump display went blank. The fsr noted that the display was working at the time he checked it, but he replaced the display. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump displayed a 'service pump' message. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the display to a lab use only (luo) roller pump. There was no physical evidence of component failure, component defects, or soldering defects. The pump was started and ran continuously. The display output was steady for several hours and function was acceptable throughout evaluation. The display functioned as intended.